Event description:
It was reported that multiple cartridges did not fit onto the pump. Cartridge changes were performed resolving the issues. There was no reported adverse impact to the customer's blood glucose level.